Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed and was cleared for activation. This is the final report.

Event description:
The recipient reportedly experienced purulent discharge at a implant site. The recipient was prescribed mupirocin ointment.

Event description:
The recipient reportedly experienced purulent discharge at a implant site. The recipient was prescribed mupirocin ointment.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed and was cleared for activation. This is the final report.